Event description:
It was reported that: " with a dialysis patient, who used the cannon ii plus tunneled catheters for a few years, the white part of the catheter appears swollen. The doctor explained that it can no longer be screwed in properly, so the distal part needs to be replaced.".

Manufacturer narrative:
(B)(4). The customer report that "the white part of the catheter appears swollen" was able to be confirmed through visual analysis of the cu stomer supplied photos. The photos show two chronic haemodialysis catheters in use. In each image, the portion of the catheter body that is outside of the patient appears ballooned and deformed. A device history record (DHR) review was unable to be performed as no lot number was provided. The engineering team determined that the observed swelling may be the result of long-term exposure of the catheter body to moisture or alcohol. Each cannon ii plus chronic hemodialysis catheter IFU states, "ensure that solution is completely dry before applying an occlusive dressing." Additionally, "if catheter swelling is observed, discontinue use and replace catheter." Based on the customer report and the photos received, unintentional user error likely caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " with a dialysis patient, who used the cannon ii plus tunneled catheters for a few years, the white part of the catheter appears swollen. The doctor explained that it can no longer be screwed in properly, so the distal part needs to be replaced."